Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a leak in the sorter head vacuum tube. The fse replaced the suction tubing and filter. The fse also performed sorter alignments for the x-y-a axis home sensors verification and test #10. The fse cleaned and lubricated the rails in the sorter then cleaned and lubricated the cup pick up assembly. The fse also lubricated all lead screws. The customer ran tests but the error intermittently persisted. The fse replaced the sorter pcb and sorter x-axis assy. The fse performed the sorter alignments and the pressure switch was adjusted. The fse ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-1800 instrument is operational. No further action is required by field service. The most probable cause for error sorter y-axis home detect was the sorter head x-axis assay.

Event description:
On (B)(6) 2015, a customer reported error sorter y-axis home detect on the aia-1800 instrument. The customer is unable to run patient samples on fsh, prl, e2, pth, prog, and hba1c. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prl, e2, pth, prog, and hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.